Event description:
Patient allegedly received an implant via the right common femoral vein due to post trauma followed by a successful percutaneous filter removal (B)(6) 2017. Patient is alleging vena cava and organ perforation, deep vein thrombosis (dvt), occlusion, and thrombosis. Patient notes and further alleges experiencing "many visits to the doctor, emergency room. Due to the stabbing pain in my stomach. Severe nausea is nearly a daily issue for me. I don't get to do as much as before, because I don't feel good. So, that in turn affects my appetite and that causes other problems. I have gerd and stomach ulcers now. I seem to always have a feverish feeling", as well as physical limitations. Per the (B)(6) 2015 thrombolysis: "impression: venography displays extensive ileocaval thrombosis as well as femoral thrombosis in the right leg. Initiation of catheter -directed thrombolysis". Per the (B)(6) 2015 follow up thrombolysis: "impression: 1. Venograms were done from the right popliteal vein, right common femoral vein, right common iliac vein, and inferior vena cava. 2. There was good improvement in the dvt up to the right external iliac vein level. 3. Moderate residual thrombus in the ivc and common iliac vein. 4. This was treated with numerous passes of suction thrombectomy followed by multiple angioplasty. 5. At the end, good flow with a continuous lumen. Moderate residual in the ivc". Per the (B)(6) 2015 follow up thrombolysis: "impression: 1. No significant thrombolysis left iliac vein after 24 hours of tpa infusion. 2. Reocclusion/thrombosis of the ivc and right iliac vein and proximal femoral veins. 3. Reinstitution of tpa infusion left iliac vein. 4. Initiation of thrombolysis right proximal femoral, iliac vein and ivc". Per the (B)(6) 2015 thrombolysis follow up: "moderate stenosis ivc at the level of the ivc filter". Impression: 1. After 72 hours of thrombolysis, persistent occlusion and thrombosis left iliac vein. Angioplasty and stenting was performed as described above within the left iliac vein with post dilation proximally at 18 mm and distally to 14 mm. There was marked improvement in luminal caliber with in-line flow demonstrated post procedure. 2. After 72 hours of thrombolysis, persistent nonocclusive thrombus was demonstrated within the right iliac vein and ivc. Angioplasty was performed at 18 mm within the ivc at the level of the stent and 14 mm within the right iliac vein with marked improvement in luminal caliber and restoration of in-line flow. 3. The ivc filter has been in place for 6.5 years and is unlikely to be removable without significant risk to the patient. However times were easily displaced with dilation to 18 mm. If restenosis at the level of the ivc or right iliac vein are demonstrated after 1 month, consider stent graft placement across the ivc at the level of the ivc filter and possible stenting of the right iliac vein". Per the (B)(6) 2015 venography report: "impression: 1. Interval resolution of thrombus within the ivc and right iliac vein. Normal, rapid flow is demonstrated within the right and left iliac veins and ivc. 2. Mild smooth, concentric stenosis within the ivc at the level of the ivc filter placement (l3 segmental level)". Per a (B)(6) 2017 computed tomography abdomen: impression: 3. Caval penetration but ivc filter with to the tines extending into the wall of the second third portion the duodenum. This is usually an incidental finding but can occasionally cause chronic abdominal pain". Per the (B)(6) 2017 successful ivc filter removal: "impression: 1. No evidence for significant captured thrombus within the infrarenal ivc filter. 2. Uneventful image guided retrieval of an infrarenal ivc filter as described".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: the following allegations have been investigated: dvt, occlusion, thrombosis, abdominal pain, nausea, ulcers, gerd, poor appetite, feverish feelings, physical limits, md/ER visit. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported abdominal pain, nausea, ulcers, gerd, poor appetite, feverish feelings, physical limits, md/ER visits are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Twenty (20) devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will re-open its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2009, [pt] was implanted with a cook celect vena cava filter. In (B)(6) 2017, [pt] underwent a computed tomography (¿CT¿) scan of her abdomen and pelvis. The CT scan revealed that the cook filter struts had moved since the filter was placed, with several of the struts extending outside [pt]¿s inferior vena cava and one perforating into her duodenum". Patient outcome: alleged: "[pt] has also suffered significant, disfiguring injuries, including significant pain and distress restricting her ability to engage in activities of daily living. Furthermore, [pt] has incurred substantial medical expenses as a result of cook¿s defective device, and, on information and belief, she will continue to incur substantial medical expenses in the future".